Event description:
A malfunction was reported on the pump, and it was noted that no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.